Manufacturer narrative:
The exact cause of the incident is not known.

Event description:
During a colonoscopy procedure, the image went black. The procedure ended prematurely and the doctor indicated he would complete the procedure during the next appointment with the patient. There was no reported injury or adverse event. This report is being submitted in an abundance of caution.